Manufacturer narrative:
The production record review revealed that the vega lead was released following all applicable procedures. Additional investigations are currently ongoing. A new follow-up will be performed as soon as the results are available.

Event description:
Reportedly an increase of the ventricular threshold occurred. A micro dislodgement was suspected. The lead was repositioned on (B)(6) 2024 and the electrical issue was resolved.

Event description:
Reportedly an increase of the ventricular threshold occurred. A micro dislodgement was suspected. The lead was repositioned on (B)(6) 2024 and the electrical issue was resolved.

Manufacturer narrative:
Summary of the investigation: the review of the associated manufacturing record revealed no evidence of inconsistency during the manufacturing process that could be related to the reported issue. According to the field, the subject lead was repositioned during the reintervention performed on (B)(6) 2024. Since no patient files (x-ray/fluoroscopies or cso) were provided, the reported electrical issue and the suspected lead micro-dislodgement could not be confirmed with certainty. Based on the available information, the lead micro/dislodgement most likely occurred due to external factors (such as patient physiology, or physician¿s preferred implant site, etc.). It is a well-known potential complication associated to such implantable devices that is discussed in the device instructions-for-use and published literature. This case is retained and utilized for trending purposes. For more details, please refer to the enclosed report analysis.

Event description:
Reportedly an increase of the ventricular threshold occurred. A micro dislodgement was suspected. The lead was repositioned on (B)(6) 2024 and the electrical issue was resolved.